Event description:
Health care facility reported that a medical surgical patient developed redness and blistering underneath the dressing used to dress a PICC line. Facility reported that due to the potential for infection, the physician discontinued the PICC line and replaced it with a peripheral IV. The facility reported that no medical treatment was necessary and no cultures were done. The facility reported that the site is healing.

Manufacturer narrative:
Device not provided to manufacturer for evaluation. Lot code was unavailable. Complaint type will be monitored.